Manufacturer narrative:
Medwatch sent to FDA on 07/18/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, heat, swelling and a "firm lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc) can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.

Event description:
Healthcare professional reported an unspecified amount of time after injection n the "mid face" with juvederm voluma xc patient developed redness, heat, swelling, and a "firm lump" at the left injection site. Patient was prescribed "antibiotics".